Event description:
It was reported that a lead had high impedances of 10,000 on electrodes 3, 5, 8, 10, 12, 13, and 14. It was noted that reprogramming was required and diagnostic testing or troubleshooting was not performed or required. It was reported that the patient was seen at the request of the doctor and reprogramming was done to get more effective therapy using the electrodes that were working. The reporter stated that the doctor did not wish to revise at this time. It was reported that symptoms and complications associated with the event included less than 50 percent therapy relief at the location of the upper back. Five days later, it was reported that no cause of the issue was determined and the patient was getting effective stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).